Event description:
Pt presented with minor blood. The following day ultrasound showed no amniotic fluid present and pt was not reporting signs/symptoms. Facility reported the fetus died. Amnisure test was negative. Facility did not indicate further details of when the amnisure test was performed, the gestational age of the pt or details of sample taken for the amnisure test.

Manufacturer narrative:
The company has evaluated this event and has determined that the result obtained from the device did not contribute or cause to the death of the fetus. However, the company has decided to submit this MDR for info purposes in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR with additional info, as necessary. Based on the info provided, it is unclear whether the test was not performed according to the product instructions for use. The healthcare facility reported unexpected negative results although the pt presented with no amniotic fluid present and minor blood. The amnisure product instructions for use states that a false negative may occur when a sample is taken 12 hours or later after a rupture, due to obstruction of the rupture by the fetus or resealing of the amniotic sac.